Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot peeled off. The piece was retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very burnt. The top half of the cold jaw silicon boot was detached and was received. The device was bloody. Based upon the visual observations, the reported complaint for "jaw boot peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).